Event description:
(B)(4). Initial info for this spontaneous case was received from two physicians, both from the same office on (B)(6) 2008, via a company sales rep: the physicians reported that a pt (gender and age unspecified) was seen in their office with nodules in the facial area. The pt was injected by another physician around two years ago with poly-l-lactic acid (sculptra). The pt was more recently injected for varicose veins with another product, treatment date not specified. When the leg veins were injected, the pt initially developed a lump in the leg, and then subsequently developed nodules in the face. This event brought the pt into the reporting physician's office. (Onset of event not specified). One of the nodules was biopsied by the physician and pla (poly-l-lactic acid) was found in the biopsy. The physicians' felt that there was some type of a reaction between what was injected in the leg veins, and the poly-l-lactic acid (sculptra) remaining from two years ago. At the time of this report, the outcome of the event was not specified. No further medical info was reported. Add'l info for sculptra (lot # and exp date -not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Bbr without hint to root cause. No faults, defects, or damages detectable. Conclusion: no faults detectable. Add'l info received from physician on (B)(6) 2008: one of the reporting physicians returned the health care professional data collection form and medwatch; info included consumer's date of birth, height, and weight. In addition, the report indicated that the consumer experienced "blotchy red thickening of areas of face and chin where sculptra was injected 2 years ago, occurring shortly after leg veins were injected with sodium tetradecyl (sotradecol). Poly-l-lactic acid was injected 2 years ago (date not specified) into her cheeks for treatment of weight loss. Dosage and lot numbers/exp dates not known to reporter. Poly-l-lactic acid had reportedly not been used for 2 years, at time of report. Onset of the event was reported as (B)(6) 2008. The event is ongoing. Results of biopsy showed foreign body reaction in cheek. Concomitant medications were reported as lansoprazole (prevacid), escitalopram (lexapro), and bupropion (wellbutrin). Medical history not provided. Causality assessment: the physician reported that the events were suspected as related to poly-l-lactic acid and that sodium tetradecyl may have played a role in the consumer's events. No add'l medical info was provided.